Manufacturer narrative:
Hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details. Additional codes were added in h6 (component code and type of investigation).

Event description:
An impella cp device was inserted via the right femoral artery in a 51-year-old female patient undergoing high-risk percutaneous coronary intervention (hrpci). The patient was classified as scai stage c and had a medical history significant for known coronary artery disease and diabetes mellitus. Following device placement, a hematoma was observed at the femoral access site. The hematoma resolved with manual pressure. A contributing factor included the patient¿s large body habitus. No further complications related to the access site were reported, and the patient survived to explant. The access-site hematoma resolved with standard management and is consistent with known risks associated with femoral arterial access and anticoagulation requirements for impella support, as described in the instructions for use.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.